Manufacturer narrative:
Reliability analysise-21 occurred during the e-21 error test and after battery change due to open cell in c37/ib. The act button functioning properly. No damage in the keypad noted.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive and an error alarm occurred. Blood glucose level at the time of the incident was 156 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.